Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead was capped and replaced on (B)(6) 2017 due to high and low lead impedance. Lead fracture was suspected. The asymptomatic patient was well following the procedure and was discharged home.